Manufacturer narrative:
Per surgeon, the stem was well fixed and patient's pain was not a result of stem loosening. He concluded the patient's pain was not a result of implant malfunction or implant related.

Event description:
Patient complained of startup thigh pain. Surgeon explanted stem but also noted stem was well fixed and patient's pain was not implant related.